Event description:
Caller reported a malfunction on the pump, identified as malf 14, with fault ID 14-0x2054. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if any malfunction code recurred and understood the guidance.